Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 54 mg/dl while wearing the pod between 24 and 36 hours. The patient was treated with intravenous fluids, dextrose, lantus and humalog, back brace due to a car accident. The patient was still in the hospital. The pod was worn when seeking medical attention but was removed at the hospital.